Event description:
It was reported that the pacemaker-dependent patient suffered a "black out" and that there was premature battery depletion suspected. The device had not yet reached eri (elective replacement indicator). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Evaluation summary: (B)(4): upon analysis, no anomalies were found. The shortened projected life was due to the device being programmed vvi 7.5 volts and 1.5 msec.